Event description:
Information received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician found that the bed was not recognizing the low limit. The technician adjusted the limit switch to repair the bed.